Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Sensor wire broke following removal by patient. No part of the wire was retained in patient. The returned sensor was evaluated as follows: visual, photo, measurement. Evaluation showed that the distal segment had a maximum length of 0.22 inches.